Manufacturer narrative:
This report is submitted on july 26, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. Revision is planned but has not taken place at the time of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023, in order to reposition the device. The implanted device remains. This report is submitted on august 10, 2023.